Event description:
It was reported that during a radio frequency (rf) ablation procedure to treat a para-hissian wolff-parkinson-white syndrome, an intellanav mifi open-irrigated ablation catheter was selected for use. Maestro4000 and metriq pump were used. Flow rate parameters were standby 2 ml/min, low flow 17 ml/min & high flow 30 ml/min. When ablation was started, there was "high temperature" error messages displayed on maestro4000. The tubing set was damaged and leaking fluid at the connection of irrigation port and tube. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a radio frequency (rf) ablation procedure to treat a para-hissian wolff-parkinson-white syndrome, an intellanav mifi open-irrigated ablation catheter was selected for use. Maestro4000 and metriq pump were used. Flow rate parameters were standby 2 ml/min, low flow 17 ml/min & high flow 30 ml/min. When ablation was started, there was "high temperature" error messages displayed on maestro4000. The tubing set was damaged and leaking fluid at the connection of irrigation port and tube. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Intellanav mifi open-irrigated ablation catheter was evaluated by boston scientific. Analysis of returned product revealed that the device has the irrigation tubing partially detached, consequently confirming the reported clinical observations of tubing set fluid leak, message - d07 temperature too high, tubing set damaged/defective.